Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the entire filter migrated to heart, struts detached and detached strut retained outside the wall of the vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review:a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary:the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately twelve years and seven months later, computerized tomography-abdomen/pelvis without contrast superior extent of inferior vena cava filter mid l3 vertebral body. Inferior extent l4-l5 disc space. A total of four prongs had perforated the inferior vena cava. Maximum distance prongs perforated 2 mm. After three months, computerized tomography-abdomen without contrast was performed which showed that suboptimal position of the inferior vena cava filter, with apex 32 mm from the right renal vein ostium. Fracture and posterosuperior displacement of one of the legs. After two months, computerized tomography- angiography scan showed that the filter was lower than the usual position and was a few centimeters below the lowest renal vein. There appeared to be 1 fractured strut which was at least partially outside the wall of the cava. The strut does not appear to be adjacent to any vital structure. Therefore, the investigation is confirmed for alleged filter migration, filter limb detachment and perforation of the inferior vena cava. Based on the available information, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the entire filter migrated to heart, struts detached and detached strut retained outside the wall of the vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.